Manufacturer narrative:
(B)(4). A follow up report wil be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart mrx would boot to the mrx/philips splash screen and then to a blank/black screen. There was no patient involvement.